Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010. Prior to use, the reservoir did not inflate. The bulb was squeezed and air escaped, but when the bulb was released, air was not able to be sucked back into the reservoir. There was no adverse consequence to the patient.